Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.